Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good-faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of catheter break.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloons was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stone management performed on (B)(6)2026. During the procedure, the physician advanced the scope into position without difficulty and successfully cannulated the target area. During the first device exchange to the extractor balloon, resistance was encountered, and the scope caused damage to the catheter, resulting in shredding. The physician subsequently removed both the scope and the device. Upon removal, visible device debris was observed on the scope, and the catheter was confirmed to be shredded the procedure was completed with a different device there were no patient complications reported as a result of this event. The patient condition following procedure was reported to expected to fully recover.